Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their wisdom teeth have gotten removed and the space on the aligners is extremely uncomfortable. And no matter what they do they aren't aligning their teeth. They aren't working or fitting and the patient said that they don't know what to do.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.